Event description:
Boston scientific received information that this device, which was included in the low voltage capacitor 2014 product advisory, was displaying a fault code for this advisory and beeping tones were heard. Device memory was saved to a disk for further review. Upon evaluation, the fault code was confirmed. The data indicated with a very high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Analysis recommended that the device should be replaced. The device remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.